Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that there was undersensing observed previously in the right atrial lead and that the patient's rhythm frequently goes into atrial fibrillation. A programming inquiry regarding sensing assurance was made and it was recommended to leave the sensing assurance programmed on. The lead remains in use. No patient complications have been reported as a result of this event.